Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the monitor would not pick up signals from the electrode correctly. There was no known patient impact reported.